Event description:
It was reported that there was an intermittent rise of rv (right ventricular) pacing impedance to high levels, along with a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned but analysis could not be performed due to legal restrictions. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.